Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 08-apr-2019 at which time it was reported that the physician went to the hospital yesterday ((B)(6) 2019) and refilled the patient¿s pump with gablofen. The pump had been filled with gablofen in the physician¿s office for the last few years. A lioresal kit was used at the time of surgery. During the refill, the tubing was also cleared and re-primed and the refill volumes were as expected; the actual matched the expected. The patient was given another 100 mcg. The physician checked with the ICU (intensive care unit) this morning ((B)(6) 2019) and there had been no change clinically. The patient remained on IV (intravenous) sedation and ventilated. Rebound spasticity continued. The patient was scheduled for surgical exploration this afternoon ((B)(6) 2019). No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that reported that on monday, on (B)(6) 2019 in the evening the surgeon took the patient back to the or (operating room) for a catheter exploration. When opening the pump pocket there was no fluid in the pump pocket. The surgeon dried the catheter to see if there were any holes or leaking. Nothing was seen. The surgeon consulted the managing physician over the phone in the operating room. They decided to replace the connector in the pump pocket just in case there is a micro hole that they can¿t see. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 800mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient¿s medical history included history of seizures. On (B)(6) 2019 withdrawal symptoms were reported. The patient had a routine pump replacement on (B)(6) 2019 and only the pump was changed. On (B)(6) 2019 the patient was noted to be tachycardic and very spastic. The patient was admitted to the hospital through the ER (emergency room). There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the patient was given a 100mcg bolus at time of admission on (B)(6) 2019 and started on oral baclofen in addition to other meds - ativan and propofol. The pump logs were checked, and no issues were seen. An x-ray of the pump and catheter was unremarkable. No fluid collection seen in pump pocket. The patient c continued to have tachycardia, increased bp (blood pressure), increased spasticity, spasms and clonus. The actions and interventions taken to resolve the issue was the catheter access port flow was checked today, (B)(6) 2019 and was normal. A 100mcg bolus was given and the patient¿s heart rate decreased as well as spasms and clonus. The daily dose was increased from 660mcg/day to 800mcg/day. Further work up was completed and pending - csf (cerebral spinal fluid) sample sent for cultures and additional bloodwork. The issue was not resolved at the time of the report. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient status was noted as alive, no injury and no further complications were reported.

Event description:
Additional information was received on 26-apr-2019 from saol therapeutics who reported that the issue was resolved after the pump catheter connector was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. Other relevant device(s) are: product ID: 8731, serial/lot# (B)(4), ubd 2007-04-28, UDI# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, miscellaneous acceptable testing; catheter incomplete/returned in segments. If information is provided in the future, a supplemental report will be issued.